Event description:
According to the reporter: procedure: lap hernia repair. The jaw from the device broke and was recovered from the pt. The device was replaced and the surgery continued without further issues.

Manufacturer narrative:
(B)(4).